Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7079923.

Event description:
It was reported that the patient leads had migrated. The patient underwent a lead repositioning procedure and was doing well post operatively.